Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a female patient of unknown age and origin. Medical history of patient was not provided. Concomitant medication included insulin glargine (another manufacturer) and insulin glulisine. Patient received insulin glargine (another manufacturer) via humapen ergo ii two tone blue (batch number 1808d04, complaint number (B)(4)), beginning on an unknown date. On an unspecified date, unknown time after starting treatment with insulin via humapen ergo ii, it was reported that the device was not working, and that the patient was hospitalized because the insulin was not applying, fluid was not coming out, and her diabetes went up (as reported). In addition to this, the patient reused the needles twice, kept the needle attached in storage. Further information about the hospitalization was not provided. It was unknown if patient received any corrective treatment, if laboratory exams were performed and if patient recovered from the event. The reporter consumer was the operator of the device, and it was unknown if she was trained. The general device model duration of use and suspect device was unknown. Information concerns the status of humapen ergo ii and information about the return of the device was not provided. The reporting consumer did not provide an opinion of relatedness. Edit 27apr2022. Change in the malfunction field to unknown, and change in the event coding to blood glucose increased, as med sig edit. Edit 29apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (29may2022) in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen ergo ii device was not working and was not applying insulin. She was using another manufacturer's insulin in the humapen ergo ii device. She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1806d04, manufactured june 2018). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A batch complaint threshold review indicated the total number of complaints received is within the established batch threshold and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The patient also reported that she reused needles twice and stored the pen in the refrigerator with the needles attached. The core instructions for use state to use a new needle for each injection, to remove the needle after every use, to not store the pen with the needle attached, and to not to store the device in a refrigerator. Regarding using another manufacturer's insulin, the core instructions for use states humapen ergo ii is "for use only with lilly 3 ml insulin cartridges (100 iu/ml or units/ml). Do not use other brands of insulin cartridges." There is evidence of improper use and storage. The patient used non-lilly insulin cartridges in the device. This misuse may be relevant to the complaint and may be relevant to the event of increased blood glucose since the patient was unable to apply insulin. The patient reused needles and stored the device in the refrigerator with the needle attached. It is unknown if these misuses are relevant to the complaint or the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, concerns a female patient of unknown age and origin. Medical history of patient was not provided. Concomitant medication included insulin glargine (another manufacturer) and insulin glulisine. Patient received insulin glargine (another manufacturer) via humapen ergo ii two tone blue (batch number 1806d04, complaint number (B)(4)), beginning on an unknown date. On an unspecified date, unknown time after starting treatment with insulin via humapen ergo ii, it was reported that the device was not working, and that the patient was hospitalized because the insulin was not applying, fluid was not coming out, and her diabetes went up (as reported). In addition to this, the patient reused the needles twice, and stored the pen in the refrigerator with the needles attached. Further information about the hospitalization was not provided. It was unknown if patient received any corrective treatment, if laboratory exams were performed and if patient recovered from the event. The reporter consumer was the operator of the device, and it was unknown if she was trained. The general device model duration of use and suspect device was unknown. Information concerning the status of humapen ergo ii was not provided. The suspect humapen ergo ii did not return to manufacturer. The reporting consumer did not provide an opinion of relatedness. Edit 27apr2022. Change in the malfunction field to unknown, and change in the event coding to blood glucose increased, as med sig edit. Edit 29apr2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 25may2022: additional information received on 20may2022 from initial reporter. No new information was added to the case. Update 26may2022: additional information received on 24may2022 from global product complaint database. Changed the lot number from 1808d04 to 1806d04 for product complaint (B)(4) relating to the humapen ergo ii. Corresponding fields and narrative updated accordingly. Update 29may2022: additional information received on 25may2022 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added date of manufacture for the suspect humapen ergo ii device associated with (B)(4), which did not return to manufacturer. Corresponding fields and narrative updated accordingly.